Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws did not open after grasping the trigger. Then the jaws automatically opened after a while. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Damaged ratchet pawl the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, seven conforming and one ejected clips were fed due to the antibackup feature was non-functional and then, it locked out as intended but the orange indicator did not show up. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found to be worn out causing the antibackup failure. The device closed and opened as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.